Event description:
A report was received that the patient experienced an adverse event during their trial procedure. The details of the adverse event are not known. No action was taken and the event was resolved. The event was assessed as being related to the procedure and device and unrelated to the stimulation.

Manufacturer narrative:
Additional information was received that there was no adverse event.

Event description:
A report was received that the patient experienced an adverse event during their trial procedure. The details of the adverse event are not known. No action was taken and the event was resolved. The event was assessed as being related to the procedure and device and unrelated to the stimulation.